Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the device alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would alarm a power error detected. They had previously called to report their issues with the insulin pump. Troubleshooting had already been performed. The customer reported the alarm recurred and the insulin pump was asking them to replace the battery again. The power error detected recurred within a week of troubleshooting the previous occurrence. The customer¿s blood glucose level was unknown. The device will be returned for analysis.